Event description:
The patient contacted animas on (B)(4) 2012 reporting that the pump emitted a no prime warning requiring a full rewind indicating a power interruption to the pump. The patient stated that once in a great while the pump would emit a no prime warning that required a full rewind. The patient confirmed that the issue was detected right away and did not result in elevated blood glucose. The patient confirmed that the battery cap was tight and there was no damage noted to the battery compartment or cap. This report is made based on the indication that the pump power may have been interrupted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/28/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the battery cap was able to be tightened down so that the yellow "o" ring was not visible. The battery compartment was not cracked and showed no signs of thread wear or corrosion. The pump successfully performed pump rewind, load and prime without power loss. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. Replace battery alarm was verified in the black box; however, alarm could not be duplicated during testing. No defect was found during testing.